Event description:
The customer reported the system had a problem with image processing and would not operate. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a video cable. The system operates as intended.